Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that he device had a noisy leads ECG waveform when the ECG cable was moved. There was no negative patient impact.